Manufacturer narrative:
Other, other text: h10 device evaluation: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. No physical damaged was found on the device. The customer reported product problem was verified during functional testing. The product fault was occurring because of defective micro switch that could not detect the circuit connection. The problem source of the reported product problem was unknown. A root cause was not established. The faulty micro switch was replaced to correct the product fault.

Event description:
During the use of the product, a circuit connection failure alarm frequently sounded. No patient injury.